Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Placement signal issue: the pump was returned for investigation, however, only the part from the red handle to the cannula was returned. The pump was connected to a spare connector patient cable from the lab to connect to the console and to the electrical testing module for further testing. A placement signal not reliable (psnr) alarm was observed when the pump was connected to the console. The pump passed electrical testing. There were minor scratches seen on the dp sensor silicone under microscopic guidance. No data logs were returned for analysis. The root cause of the placement signal issue was not determined due to lack of sufficient clinical details, partially returned product, and unreturned data logs. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a patient was implanted with an impella 5.0 for mechanical circulatory support. The sensor failed with lost placement signal on day three with no issues with the patient¿s support. No patient harm has been reported.